Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was pulmonary embolism and cll. The caller stated that every two weeks the customer was hospitalized for the entire year; the customer was home only for nineteen consecutive days the. The customer was admitted to the hospital with heart failure and embolism. She had a mini stroke in 2013. She had infections before, but none recently. The customer's exact blood glucose at the time of death was unknown, but the caller knew that it was above 300 mg/dl. The last recorded blood glucose was 136 mg/dl on (B)(6) 2014 at 5:14 pm. The customer was not wearing the insulin pump at the time of death; it was disconnected from the customer in (B)(6) 2014. The hospital did not allow the customer do wear the insulin pump. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.